Event description:
A patient underwent a balloon kyphoplasty procedure at l1 level. It was reported that the next day following the procedure, the patient was found to have an intradural bleed at the t12-l1 level. The patient subsequently underwent a decompression surgery, and it was reported that she was paralyzed.

Manufacturer narrative:
Method: device not returned, follow up conversation with company representative. Results - no conclusion can be drawn.